Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix 360's t was pulled out when the suture was tightened. The procedure was completed using a competitor device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the customer, it was specified that both t implants were pulled out when the suture was tightened, no intervention was necessary and no complications were reported. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a meniscus repair surgery, both fast fix 360's ts were pulled out when the suture was tightened. Both ts were removed using tweezers. The procedure was completed using a starsportmed competitor device. There was no surgical delay and no further complications were reported.